Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected data: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to identify that the negative pressure was too high. After adjusting the negative pressure the device returned to normal use and all safety and functional tests were passed.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). Full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra aortic balloon pump (iabp) negative pressure is too high, the screen shows the corresponding alarm information. There was no patient involved.